Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The issue was resolved by the customer or hospital information technology team, but no resolution provided how the issue was resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to login and unable to authenticate. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.